Event description:
The patient was admitted for a procedure in 2009, with a 99% lesion in the proximal left anterior descending branch. The lesion was de novo and highly calcified. The vessel was slightly tortuous. The physician attempted radial approach, but could not pass through. Then trans femoral approach was chosen for the procedure. A 3.5 x 8mm cypher stent implanted. When pressure was increased to 14atm, the physician suspected a balloon rupture. Post-dilation was not conducted as the cypher was fully dilated. After the cypher was implanted, the ECG showed st elevations and the patient developed vomiting. As treatment, the patient was intravenously administered buprenorphine hydrochloride and nicorandil. St elevation and vomiting subsided after about 30 minutes. The physician commented that the rupture of the balloon might have caused the st elevation and vomiting.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.